Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited image blackout, error e315 (incompatible scope), image flickering and the image became blurred, indistinct or noisy. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: plug unit malfunction caused image flickering and the image became blurred, indistinct or noisy. The cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.